Manufacturer narrative:
Documents review including IFU review: prior to distribution all zebd-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-4 of lot number c1275469 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1275469. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-6: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened, as per the instructions for use: ¿¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Prior to patient contact, the user straightened the pig tail stent with the straightener and he found a kink on the stent. The customer disposed the device and competitor's stent was used instead. There have been no adverse effects to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.